Event description:
It was reported that the patient's mother heard the ventilator alarming. When the mother entered the patient's room, she saw the nurse holding the patient's trach with the circuit attached to it in her hand and the patient was gray in color. The mother climbed on the bed and tried to place the trach back, but after one attempt, she began manually ventilating the patient and called 911. Ems arrived and the patient was transported to the hospital where he was admitted to the ICU and placed on the hospital ventilator. The patient's mother stated the nurse was blaming the ventilator but the mother stated the ventilator was operating appropriately.